Event description:
It was reported that information was received from a patient regarding an external device. The reason for call was pt reported that for the last 2 weeks they have had trouble charging the implant (ins). The recharger (rtm) was not getting warm. Controller port looks intact. During the call pt tried to charge ins and it said software problem with details: 1-intellis 2-3.0 3-243 4-qf_port., pt reset controller during the call and tried to charge ins again and it didn't recognize that the rtm was plugged in. The issue was not resolved. An email was sent to the repair department to replace the controller. Additional information was received from the patient. Pt called in stating he was just sent a controller and was still not able to charge. Agent walked pt through steps and he was in passive charge mode and was sitting at 100 with no advancement to charge. A replacement recharger (rtm) was sent to the patient. Rtm was returned for analysis. Analysis found rtm got hot at the donut end after running it. (B)(6) 2023. Rtg0464389, rpl 392935 (con): pt called in stating he was just sent a controller and still not able to charge. Pss walked pt through steps and he was in passive charge mode and was sitting at 100 with no advancement to charge. Pss sent request to repair for rtm.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #:(B)(6), ubd: , UDI#: h3: analysis of the 97755 recharger (rtm) (serial number(B)(6) revealed recharger got hot after running it at donut end. Poor recharge quality message. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.